Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer withdrew 40 units of insulin from the cartridge when the pump indicated the cartridge was empty. The contact declined further troubleshooting with tandem technical support, and declined a follow-up to determine a possible cause for the inaccurate insulin gauge. There was no reported impact to the customer's blood glucose level.